Event description:
It was reported that the bd smartsite¿ vialshield closed vial access device experienced occlusion. The following information was provided by the initial reporter: it was reported by the customer that the lead chemo tech was preparing medication and experienced plunger movement difficulty.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.